Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) dextrus lead had dislodged. No adverse pt effects were reported. The lead remains implanted and some reprogramming of the associated pacemaker was performed to accommodate for the reported clinical observations. This product issue will be re-evaluated if additional information is received.